Event description:
Cpi received information that this implantable cardioverter defibrillator (ICD) would not communicate with the programmer or respond to magnet application. The patient's pulse rate was approximately 20 bpm, due to the lack of brady pacing, and was presented at an ER where the device interrogation took place.